Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Upon interrogation of the implantable cardioverter defibrillator, backup operation was observed. The device was restored successfully. The patient was good.